Manufacturer narrative:
Patient identifier: (B)(6). Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm ,vticm5_13.7, -11.00/0.5/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to excessive vault. A shorter length lens was later implanted and the problem resolved. Cause of event was reported to be other: " wrong length of lens. The lens was too long and the vault too high".